Event description:
During surgery, suction irrigator tip wrist abnormally shaped and would not remove in the standard manner; which then required removing the entire instrument with trocar attached to arm. Trocar still attached to device that will be returned to company.